Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer called spacelabs healthcare technical support to report that while monitoring telemetry patients, three xhibit central stations became frozen and unresponsive simultaneously. A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station which resolved the issue with telemetry monitoring but did not restore the ICU bedside monitors at the specific xhibit central station. The technical support representative advised the customer that the bedside patients could take a bit longer to return due to the network setup, and to call back if they do not return. The customer later called for other reasons, and it was confirmed the bedsides had returned. The cause of failure was not determined.